Event description:
It was reported the patient ((B)(6)) experienced a lack of therapy. Diagnostics indicated impedance issues for all contacts on one lead. The lead was explanted and replaced. Postoperatively, the patient is stable and is reportedly receiving effective therapy. The implant date of the device was requested, but has not been provided to the manufacturer.

Event description:
Additional information received indicated the lead lot ab2288 was the lot number of the lead that was explanted and replaced.